Event description:
It was reported that this inflatable penile prosthesis was removed as the pump was dimpling and remained dimpled even after troubleshooting. A new inflatable penile prosthesis was implanted. No patient complications were reported.